Event description:
Pt underwent uterine fibroid embolization in 2003. Pt was admitted to hospital in 2003 due to sepsis, acute renal failure, and foul discharge. 1 day later they underwent a hysterectomy due to infection. Current pt condition is fine.